Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving morphine 25mg/ml at 6.8 mg/day via an implantable pump for non-malignant pain and complex regional pain syndrome type I. On (B)(6) 2016, the hcp was unable to aspirate the catheter during pump replacement surgery. The hcp wanted to change the sutureless connector. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-03-11, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving morphine 25mg/ml at 6.8 mg/day via an implantable pump for non-malignant pain and complex regional pain syndrome type I. On (B)(6) 2016, the hcp was unable to aspirate the catheter during pump replacement surgery. The hcp replaced a piece of the pump segment of the catheter/connector. No patient symptoms were reported. As of (B)(6) 2016, the patient was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.